Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level would drop when more than 30 grams of carbohydrates were consumed. The contact and the customer's diabetes educator were not sure why the customer experienced the low bgs and reported that the customer had gastroparesis may be contributing to the event.